Manufacturer narrative:
His MDR was created in error. The reported event is not a reportable malfunction.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked. Mz connector in the hospital obstetrics and gynecology connected to the PICC operation, the use of the third day of the two clinical nurses were found on the patient's body there is liquid oozing, after checking the mz connector was found to be due to the appearance of cracking caused by the liquid oozing. The hospital needs the manufacturer to give specific investigation results.

Manufacturer narrative:
1. According to the event information and product information in the attachment, the defect of the complained indwelling needles is the difficulty of withdrawing the needle core. 2. The sales representative returned 1 photo, but did not return the defective samples. The photo shows two bd indwelling needles (one is 24ga, the other is 20ga, the needle core is partially withdrawn), and one other brand indwelling needle (the needle core is mostly withdrawn). 3. DHR/bhr review lot#4052740. 1-the products of this batch were assembled at intima ii auto line 4 in march 2024, and packaged at cfs package line in march 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4. The retained samples of this batch are taken for needle core removal force test, and the test results are within the product specifications, please refer to the attachment (B)(4) for test reports. 5. There may be residual silicone between the septum and the needle core. The silicone condensate may lead the needle core and the septum disengagement difficulty. 6. The IFU of the product indicates that before puncture, hold the paddle hub and catheter hub, rotate the paddle hub to release the catheter tip adhesion, please see attachment (B)(4) for the operational view. Conclusion(s): the returned photo shows two bd indwelling needles with their needle cores partially withdrawn. Since no abnormalities are found in the manufacturing process and retained samples, no defective samples are received for further inspection, so the root cause of the difficulty of withdrawing the needle core cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information provided.